Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by customer "port access needle split causing chemo exposure.: no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the infusion set was inconclusive due to the sample condition. A photograph of the implicated powerloc safety infusion set was returned for evaluation. It was reported that there was a split in the device. However, the event description did not indicate where the split was located and the damage was not obvious in the returned photograph. It appeared that there may be a split in the tubing directly distal of the side tail luer adaptor. However, there was not enough clarity in the photograph to conclusively determine if this was the location of the reported damage or to see any distinguishing characteristic of the reported damage. Therefore, this complaint will be recorded as inconclusive. If the physical sample is received, the evaluation will be updated with the relevant information. Possible contributing factors for the reported issue could include material fatigue, over-pressurization, sharp instrument damage, or tensile (pulling) damage. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by customer "port access needle split causing chemo exposure." No other information was provided.